Event description:
It was reported the patient presented with a pocket infection and wound dehiscence. The entire implantable cardioverter defibrillator (ICD) system - ICD, right ventricular, atrial, and left ventricular leads - was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.